Event description:
It was reported that the cartridge leaked insulin from the o-ring. There was no adverse impact to the customer's blood glucose level. Customer support arranged goodwill replacement cartridges, and no additional information was received regarding any further actions or outcomes.